Manufacturer narrative:
Follow-up # 1 (08/12/2013)-product evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint was confirmed in the laboratory. The analysis of the meter identified broken/loose cable connector. The meter was disassembled and found a bad contacts on the battery connector j3. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was plugged into a wall outlet but was saying pc connected and did not show the meter as charging. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.